Event description:
A journal article was reviewed that contained information regarding pacing in the egyptian pediatric population. The article reports patients implanted with implantable pulse generators (ipg) who experienced superficial infections, painful pockets, pocket hematomas, trauma to apex of lung during venous puncture, and left ventricular (lv) dysfunction due to prolonged right ventricular (rv) pacing. Some of the devices exhibited premature battery depletion. The ipgs were all explanted and replaced, many were upgraded to cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/12 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: outcomes of pacing in egyptian pediatric population. Journal of the saudi heart association. 2021; 33:61-70. Https://doi.org/10.37616/2212-5043.1244. If information is provided in the future, a supplemental report will be issued.